Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 21, 2017. (B)(4). The returned samples were visually inspected. It was confirmed that the l-shaped connector from both samples had a chip in the end of the part. During the manufacturing process of the reservoir, these components are connected to the sampling manifold and shipped and delivered in this manner. It is likely that during handling the l-shaped connectors were damaged causing the piece to break off; however, how or when this damage occurred was not able to be confirmed. In similar reports of damage to the l-shaped connector, it has been discovered that over-tightening this component onto a port can cause damage to the connector, cracking the part along the length and causing the part to leak during use. A review of the device history record revealed no manufacturing anomalies. A retention sample from product code 3cx*rx15re30 lot uh18 and product code 3cx*fx25rec lot uh18 were both visually inspected and confirmed to not have damages in the l-shaped connectors, or anywhere else on the devices. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the white connector on the priming line broke/ chipped. *no patient involvement as this occurred during prime. *product was changed out. *procedure was completed successfully.